Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00925.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a microcatheter. During the procedure, while advancing a smart coil through the microcatheter, the physician experienced resistance and the smart coil would not advance any further; therefore, the smart coil was removed. While attempting to advance another smart coil within its introducer sheath, resistance was encountered, and subsequently, the coil would not advance past its initial position within its introducer sheath; therefore, it was also removed. The procedure was completed using new smart coils. There was no adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damage such as offset coil winds may occur. During functional testing, the smart coil was able to advance through a demonstration microcatheter with resistance due to the kinks in the pusher assembly. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement, and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00925.